Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. After trunk-ipsilateral leg component was deployed, the cannulation difficulty into the contralateral leg gate occurred. It was due to the incomplete device expansion at the flow divider. A wire was eventually able to advance and the incomplete device expansion was resolved after touching-up with balloon. Reportedly the incomplete device expansion was due to the patient's anatomy, angled aorta. At the final angiography it was confirmed a type ii endoleak from the lumbar artery. The procedure was completed. On an unknown date in (B)(6) 2021, follow-up CT showed massive endoleak near the contralateral gate/right leg. 5 mm aneurysm enlargement was also detected. Type iiia or iiib endoleak was suspected. On (B)(6) 2021, reintervention was performed. During the reoperation, no type iii endoleak but type ii endoleak was confirmed. One stent graft was relined within the right leg, but the leak did not disappear. So that the coil embolization of the lumbar artery was performed. At the angiography, another miner type ii endoleak was observed from the right side, but the patient was decided to be monitored and the procedure was completed. It was determined that aneurysm enlargement was due to type ii endoleaks.